Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.